Event description:
It was reported that prior to use of a bio-console 560 instrument the unit died immediately after being disconnected from wall power despite the battery being fully charged. The instrument was replaced with a backup. There was no patient involved. Medtronic received additional information that this is the original battery set and the device was installed on (B)(6) 2020.there is no lot number available, but the code on the battery is 200427a, which would indicate a manufacture date of april 2020. The device has a preventative maintenance (pm) cycle of january/february, so in january/february 2024, the batteries would still have been within the four year service window and would not have required replacement in (B)(6) 2024.

Manufacturer narrative:
Device evaluation:the reported unit died immediately after being disconnected from wall power despite the battery being fully charged was verified during service. The issue was resolved by replacing the battery * 2. Preventive maintenance was performed per specifications. Note:instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.